Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient postoperative refraction was -0.5 and visual acuity (va) was 0.5. Photorefractive keratectomy was performed, after the laser touch-up, the va was 1.0. The patient is now satisfied with this mono vision. Additional information has been requested; however, further information has not been received.